Event description:
It was reported that the arctic sun device had loss of water, maybe tank defective.

Manufacturer narrative:
The reported issue was confirmed related to CAPA 2666889. "The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased for sale to bd. Cpc supplier completed actions to correct the drain valve body component (B)(4) tool. Risk, labelling, DHR review not requires as the reported issue is CAPA related. CAPA 2666889 has been opened for this failure. Refer to the CAPA for further action. All available UDI information is being provided. Initial reporter phone: (B)(6). Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.